Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the visera elite ii video system center was intermittently displaying an e333 touch panel error code (video system center has broken down). The error code e333, occurred on 10 units. After the units power cycled, the devices recovered. No patient injury or procedure impact reported. This complaint is related to patient identifiers; (B)(6), visera elite ii video system center, otv-s200, sn: unknown; (B)(6), visera elite ii video system center, otv-s200, sn: unknown; (B)(6), visera elite ii video system center, otv-s200, sn: unknown; (B)(6), visera elite ii video system center, otv-s200, sn: unknown: (B)(6), visera elite ii video system center, otv-s200, sn: unknown; (B)(6), visera elite ii video system center, otv-s200, sn :unknown; (B)(6), visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center, otv-s200, sn: unknown; (B)(6), visera elite ii video system center, otv-s200, sn: unknown.

Manufacturer narrative:
Initial reporter name and address: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. In speaking with olympus technical support via the phone, the olympus representative stated no repairs were needed. No troubleshooting was performed. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.